Event description:
Reporter indicated that vns patient was hospitalized due to an increase in seizures. Device diagnostic testing during hospitalization was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator was not at end of service. Further follow-up revealed that upon discharge from the hospital, the patient's seizure frequency was back to normal and patient was not as weak or as sleepy as patient had been.